Event description:
A consumer reported that the patient's battery is shutting itself off. The patient was in a car accident on (B)(6) 2016 and the device shut off during the accident. When the patient arrived at the hospital they were already shaking badly. They figured out the device was shut off and they turned it back on. Two times, since then, the device has shut off. The consumer stated "they figure out the box" so they can turn it on again. When they checked the device with the recharger it showed 3/4 charged. They said it works good for 10 days and then doesn't. Saturday night, prior to the report, the consumer said that the machine would not charge and the patient was shaking badly. They used the "remote" and it said "it" was low. The day prior to the report, (B)(6) 2016 they said "it" was off. The implantable neurostimulator (ins) was indicated for movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the ins was shut off to troubleshoot the ins shutting off by itself and not charging, and that to resolve the issue they turned the ins back on. It was stated that the cause of the ins shutting off and not charging was likely happened during and due to the car accident. The issues of the ins shutting off itself and not charging has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.